Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) phone called the next day and had customer check h/w tubing is in bottle. Tubing was out of solution. Had the custmer fix the issue. The most probable cause of the reported event was h/w tubing out of the wash solution.

Event description:
On (B)(6) 2017 the customer reported they are not getting any peaks or ta when running with their hlc723g7 analyzer. Customer reported he brought up the g7 to run bthal after a few weeks of inactivity. Now they are not getting any peaks or ta (total area) when running. Buffers were on and connected properly. Saw application guide which states that a column should be stored in the refrigerator if not in use for longer than a week. They did order a bthal column, reversed the current column and run for troubleshooting but they are still not getting any peaks or ta's. Performed a sample reset and needle appears straight. The customer is unable to run hba1c and bthal patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.